Manufacturer narrative:
The device history record was reviewed and no similar concerns were found. Seven (7) unopened devices were returned from the customer; the actual, used device was not returned for evaluation. Visual inspection of the 7 unused devices did not find any product damage. The devices were functionally tested and they were able to load, lock, and fire without any issues. Since the issue could not be duplicated with the returned, unused devices, the issue cannot be confirmed and the root cause is unknown.

Event description:
Patient was prepped and ready for a native left kidney biopsy. We inserted the biopsy gun and before dr. Fired the biopsy gun, the gun inadvertently fired. It did fire through the kidney, but not in the ideal location. No complications were seen by ultrasound after the misfire. The dr. Took out the biopsy gun and cocked it again (outside the patient) and it immediately misfired again. The procedure was completed with a different biopsy gun.